Manufacturer narrative:
Qn# (B)(4). The customer returned a single endurance catheter assembly for evaluation. The catheter assembly had been fully advanced off the endurance device needle and showed evidence of use. No other components from the endurance device were returned. Visual examination of the catheter revealed that the catheter body was separated directly adjacent to the catheter juncture hub. A distinct kink was also observed towards the proximal end of the separated catheter body. Microscopic examination of the separation points of the catheter body revealed they were both flared outwards and appeared oval shaped. This type of damage is consistent with a kink in the catheter body leading to a tear. The additional kink in the catheter body was also flared outwards; however, no holes were observed. The catheter tip showed evidence of use but no damage or anomalies. The separated catheter body length measured 80 mm and the attached catheter body length measured 2 mm which is consistent with the nominal catheter body length value of 85 mm per catheter assembly product drawing. The kink in the catheter body was located 23 mm from the separated end. The catheter body inner and outer diameter were measured and were found to be within specification. The catheter was flushed with water through the extension line using a 10ml hand syringe and exited out of the separation point as expected. No blockages or additional leaks were observed. A failure-investigation-report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample (prior to the leak test). The catheters are 100% leak tested during internal quality control indicating that the kink/tear likely occurred after the product had been released. A device history record review was performed on the catheter assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describe suggested techniques for catheter insertion and maintenance to mitigate damage to the device. It instructs the user to "fully advance catheter until the juncture hub advancer nose is against the insertion site" as well as warning "do not force catheter if resistance is encountered during advancement". The IFU also contains the warning "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage" and provides a photo for visual instruction. The report of a catheter body separating in use was confirmed through complaint investigation of the returned sample. Visual examination of the returned endurance catheter assembly revealed that the catheter body was kinked and separated directly adjacent to the juncture hub. The appearance of the separation points in the catheter body is consistent with the catheter body kinking in use creating a hole/tear in the catheter material. The undamaged portions of the catheter body met all relevant dimensional requirements and a device history record review of the catheter manufacturing process did not reveal any relevant issues. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the device completely cracked at the hub.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the device completely cracked at the hub.